Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a calcified lesion (99 percent stenosis degree) in the mid rca. It was attempted to place the complaint stent in the pre-dilated lesion, but did not have adequate guide backing. In attempt to place a buddy wire, the guide disengaged. When reengaged with guide, it was attempted to re-insert the stent, but damage was noticed to the back end. A different stent was used, same size and specs.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.